Manufacturer narrative:
The hill-rom technician performed a complete investigation of the lift and found the lift worked as designed. He was unable to reproduce the malfunction. According to the service manual (B)(4) the emergency lowering shall be checked once every year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the lift to resolve the issue. Based on this information, no further action is required

Event description:
Hill-rom received a report from the account stating the movement of the patient was just completed. The staff was returning the lift to its place when the actuators stopped working and dropped. The lift was located in the patient's apartment. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).